Event description:
The caller reported that the t:slim x2 pump battery would not charge, resulting in a power source alert and the pump shutdown. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl. To address the issue, the customer was informed that certain settings reset to zero and manual actions were necessary to restart cgm sessions. They were advised to monitor the situation and contact support if the issue persisted.